Event description:
Initial reporter indicated that patient's device was explanted due to lack of efficacy. Physician reported that there was not any history of any diagnostic testing on this patient's device since no lead tests were performed until recently. Device malfunction is not suspected. It was reported that the patient may have had moderate efficacy in the beginning, but that the vns "just didn't work for them". Further investigation revealed that the patient's device was programmed to off on 05/1999 due to lack of efficacy and also because the patient was experiencing episodes of tachycardia. Physician was not sure whether or not the episodes of tachycardia were related to the vns. Atenolol was prescribed at the time that the vns was programmed to off. The vns was never programmed back to on and the patient has not experienced any further episodes of tachycardia. The vns was eventually explanted so that an meg test could be performed. Physician could not say whether or not the patient had any history of cardiac issues because that was not in their records.